Event description:
On 21jul2022 nalu quality department became aware of a revision procedure involving a nalu system. In (B)(6) 2021 the patient reported having difficulty with maintaining communication between the implantable pulse generator (ipg) and the external therapy disc. Investigation determined that the physician had previously performed a lead revision on this patient and had chosen to leave the unused dual 8 electrode ipg implanted while also placing a new 4 electrode system. Electrodes 2-3 began displaying ohms and it was also noted that the ipg was implanted at a depth too great to provide adequate communication with the external therapy discs. The ipg was moved to an appropriate depth for communication and restored function to the 4 electrode system to provide the patient with pain relief.